Event description:
The complainant contacted leica biosystems because of under processed tissue. On(B)(6) 2022, the assigned leica biosystems field applications specialist (fas) visited the customer site and documented that due to re-processing the tissue, five (5) biopsy cases were not diagnosable upon review of the pathologist. Rebiposy was recommended for these five (5) cases. The laboratory supervisor and pathologist declined to provide patient information and status on the five recommended rebiopsies. Leica biosystems has information that five (5) cases were not able to be diagnosed and rebiopsy was recommended but not yet performed.